Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to motor excessive axial play.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. His blood glucose was 119 mg/dl at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.